Event description:
It was reported that during a laparoscopic colon procedure two devices broke: one device had the ceramic electrode detached and the other device the I-blade was damaged. Super jaw was pulled in order to complete the procedure. No patient consequences reported. Two devices will be returning.

Manufacturer narrative:
(B)(4). Added additional information: device a was received with the top of the I-blade fractured and slightly lifted and the upper jaw detached and not returned. The electrode was found properly attached to the device. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade and the upper jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Device b was returned with the upper jaw missing and not returned. The electrode and I blade were inspected under magnification and no anomalies were found. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. We cannot test the device as to the ¿tip got very hot¿ as the top jaw was missing and was not returned. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.